Event description:
It was reported that a homechoice cassette leaked. This was identified during set up when the home patient (hp) removed the cassette from the homechoice to inspect the cassette for damage and noted that there was ¿fluid and mold on the gasket¿ of the homechoice device. This occurred during priming of the device for peritoneal dialysis (pd) therapy. The hp was not connected at the time of the event. Renal therapy services assisted the patient and discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.